Manufacturer narrative:
Section a5: unknown/ not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was explanted due to unexpected outcome. It was replaced with another same model j&j iol with a lower diopter. The patient's pre-operative vision was 20/40 and post-operative vision improved to 20/60. The patient is doing well and has fully recovered. No further information was provided.